Manufacturer narrative:
Complaint (B)(4): received 1 rack 454351/b2504346 for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Event description:
Customer states tubes are underfilling.

Manufacturer narrative:
Complaint (B)(4). Custome samples have been requested but not yet received at the time of this report. If and when samples arrive, samples will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.